Event description:
It was reported that the patient expired; the cause of death was not determined pending results of a toxicology report and autopsy. The patient was last talked to at 1400 hours by her husband via phone; he came home and found the patient unresponsive in their bed at 1815 hours. The patient was seen by an hcp in 2009 for complaints of hot flashes. The patient had experienced flu-like symptoms last week and had vomited after taking her medications on the day of her death. The patient's husband stated she had back pain for 7 years; he did not know the reason for the back pain or exactly when it started. The husband said she was at her hcp's office recently (date unknown); she was there to have the hcp "take out" the medication from her pump, which was "making her sick". An emergency medical service unit and med 1 responded to the scene. There was no trauma seen. Per the medical examiner, the patient was found lying supine on the bedroom floor with evidence of medical intervention. No trauma was seen to the body, "there was nothing to indicate this may have been anything other than a natural death." There was "no history of heart related problems, no history of medication abuse, and no history of suicidal ideations or attempts." The patient's medications were laid out on the bed "but a number of medication/prescription bottles had labels removed and others were from late 2008 or january of 2009 and should have been consumed and were not. This made it impossible to determine if she took too many meds of one sort or another, but it was more likely that she was noncompliant." Concomitant medications included: alprazolam, cymbalta, ropinirole, nabumetone, trazadone, metolazone, and estradiol. Furosemide was discontinued about 2 months prior. The pump contained baclofen, bupivacaine, clonidine and hydromorphone. Paperwork dated 11-24-2008 listed an hcp with an IV compound center. Per the IV compound center, the only baclofen they use is compounded. He was unable to verify that this patient's medications were filled there. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found; normal device function. Final device analysis of the catheter revealed no anomaly found; acceptable catheter testing.